Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2025, while the patient was at the hospital due to her granddaughter¿s hospitalization, the pod¿s needle deployed prematurely during an attempted application before it was placed on the skin. It was further noted that the pod malfunction, combined with the patient¿s stress, resulted in elevated blood pressure, and her blood glucose level increased to 399 mg/dl. Reported symptoms included headache, dizziness, chest pain, and increased blood pressure. The patient consulted a healthcare professional at the hospital, who advised her to apply a new pod and administer boluses as needed. The patient was also prescribed lisinopril 2.5 mg for elevated blood pressure. She was not hospitalized but remained under medical observation for approximately 2-3 hours and was able to go home the same day.